Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing at cabinet. A technical support specialist (tss) confirmed that the item ID on profile does not match the item ID of the stocked medication. After that informed the pharmacy to make necessary changes to patient order. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux alprazolam 0.25 mg was added to the patient profile, and the cabinet had six units in stock; however, it did not appear on the patient profile at the cabinet. The customer checked myqlink and confirmed that the medication was on the profile. The item ID for the profiled medication did not match the item ID of the stocked medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.